Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval: yes. D10: returned to manufacturer on:03-mar-2023. H6: investigation summary: a device history review was conducted for lot number 2007046. Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. Additionally a sample was returned to our facility to aid in to in our investigation. Functional testing of the device revealed a crack along the catheter hub, which resulted in the reported leakage. This non-conformance has been confirmed. The device was dissected and the interior cavity was evaluated for conformance to swaging parameters. Our engineers found that the cavity was too large; compromising the integrity of the adapter wall. The abnormal swaging length was the result of variability in the manufacturing process caused by a misalignment in the fabrication machinery. To prevent future occurrences of this event our facility has installed an automated visual inspection system to monitor the alignment of the affected station.

Event description:
It was reported while using bd intima-ii closed IV catheter system leakage occurred. There was no report of patient impact. The following information was provided by the initial reporter, translated from chinese to english: when the indwelling needle entered the blood vessel and pushed the saline water, it found water leaking from the needle seat.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd intima-ii closed IV catheter system leakage occurred. There was no report of patient impact. The following information was provided by the initial reporter, translated from chinese to english: when the indwelling needle entered the blood vessel and pushed the saline water, it found water leaking from the needle seat.